Manufacturer narrative:
Not returned to manufacturer.

Event description:
As provided to king systems, multiple contacts to request additional information have not yielded any details. Infant desat to the 30s. Bag/mask turned on. Bag inflated easily. Infant suctioned but remained apneic with hr down to 50s. Started on positive pressure ventilation (ppv) with ineffective peak inspiratory pressure (pip) so bag was switched out. Within seconds of using new bag, infant was properly ventilated and heart rate (hr)/02 sats returned to normal. Infant was transferred to nicu in open crib on ra. There was a tear in the mask so a seal could not be achieved. The bag was in working order.